Manufacturer narrative:
Investigation summary: our manufacturing facility was provided with the affected samples for investigation. Upon examining the product we noted there was no damage in the hub of the needle or syringe tip. We performed a leakage test on the product returned and unfortunately were not able to duplicate the leak reported. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. A batch history review showed no non-conformances associated with this issue during the production of this batch. Although the defect was not confirmed for this instance, bd has recently investigated a similar complaint for this product and found a leakage may occur as a result of improper luer slip fitting between the needle and syringe tip.

Event description:
It was reported that three bd syringe¿ with needle were leaked from the gap between stopper and the barrel during injecting vaccine.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that three bd syringe¿ with needle were leaked from the gap between stopper and the barrel during injecting vaccine.